Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with gastrointestinal bleeding and was admitted to the hospital. Presentation symptoms included black and bloody stool. Endoscopy testing was performed to identify the source of bleeding which provided negative results and the source of bleeding was not identified. The gastrointestinal bleed was treated by stopping coumadin on (B)(6) 2022. The patient was discharged home on (B)(6) 2022 off all anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.